Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a 20mm sapien 3 ultra resilia vale a manta was used at the access site. The manta was deployed, the device failed and led to the surgeon doing a cut down on the pt. An unplanned vascular surgery was performed. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).